Event description:
It was reported that in the ER when the physician inserted the catheter over the guide wire into the patient's subclavian, the guide wire lost its stiffness and began to fray. As a result, both were removed and a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the pt due to this delay or as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). A sample will not be returned for evaluation.